Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. They reported cause was not determined for patient only feeling stimulation in their leg. The steps taken were patients program and setting adjusted recently in clinic with good resolution of symptoms will get kub-in-future if problems persist to check lead position.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient needed assistance with connecting their communicator to their ins. The patient said they couldn't get it to "work right." The patient said they needed to change their settings because they had a return of symptoms as of 2 months ago. The patient was guided through successfully connecting to the ins. While making adjustments, the patient stated they were only feeling stim in their right leg. The patient tried several programs and felt stim at right leg with each of them. The patient said they had only ever felt stim at their right leg. The patient was advised to continue working through all of their programs to see if they could feel stim at the bicycle seat area. If stim was felt in their right leg after trying all the available programs, it was suggested that the patient notify their managing healthcare provider (hcp), but continue to monitor symptoms.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.